Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical lung cancer surgery, when detaching the right pulmonary vein, the stapler was able to fire, there was poor staple formation and some did not form. The staple line was incomplete distally. They used a clamp to fix the staple line. They replaced with a new device to complete the case. There was no patient injury.